Event description:
The customer's mother reported that her daughter woke up ill the morning of (B)(6) 2012. She vomited twice and couldn't keep any fluids down. Her daughter's blood glucose measured 386 mg/dl at 9:15 am. The mom gave a 4 unit bolus to correct and saw insulin dripping down her daughter's abdomen. She changed the device and saw the cannula was bent and had come out of the skin. Five units were given by bolus with the new pod at 9:41 am. The mother called her daughter's endocrinologist who recommended an emergency room visit. At 10:15 am the pt's bg was 393 mg/dl and she was taken to the ER. She was treated with saline and electrolytes.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No product defect or mfg deficiency that would contribute to the reported hyperglycemia was found. The customer thinks the cannula may have dislodged from the infusion site. The condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed through lab testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."